Event description:
It was reported that during a gastric resection procedure, the device misfired. It is unknown how the case was completed. It is unknown if there were any patient consequences. This is all the information available at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device for functionality the device was cycled and fed. However, due to the misaligned condition of the jaws seven scissor and four ejected clips were fired. Finally, it locked out as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.